Manufacturer narrative:
All buttons functioned properly. No button error alarms noted. However, the insulin pump had moisture damage was noted on keypad traces during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was unknown.